Event description:
It was reported the implanted neurostimulator was replaced and the patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495lz51, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted, product type: extension, product ID 7495lz51, lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted, product type: extension, product ID 7435, lot#, serial# (B)(4), product type: programmer, patient product ID 3998, lot# la4137, serial#, implanted: 2002 (B)(6), explanted, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. Patient stated it had been a few months since she had last been able to get the system to work. She was to have ins replacement on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's battery had been at normal end-of-life.